Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose (bg) level was high; specific value was note provided. Reportedly, multiple supply changes were performed to address the high bg and load fill tubing issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.